Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold. Moreover, it was confirmed through fluoroscopy that this lead was fractured. Hence, the ra lead was capped. No additional adverse patient effects were reported.